Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type lead. (B)(4).

Event description:
The health care professional (hcp) reported that he was in the operating room on (B)(6)2015 and the manufacturing representative prompted the hcp to pull a lead during a stage 2. This ended up damaging the lead and wasting an implantable neurostimulator (ins). If additional information is received, a supplemental report will be sent.